Manufacturer narrative:
Manufactures investigation conclusion: the reported event of atypical ¿connect power¿ alarms was confirmed via analysis of the log files and reproduced during testing of the returned system controller (serial number: (B)(6)). The submitted log file (9c171311) and the log file downloaded from the returned controller (9c301322) contained approximately 29 days of data combined (23nov2020 ¿ 22dec2020 per the timestamp). The log files captured no external power and low voltage hazard alarms while connected to the power module on 22dec2020 from 11:59:55 to 11:59:57 due to the voltage levels on both power cables simultaneously dropping. The alarms were resolved by disconnecting the controller from the power module and connecting to 14v batteries. The log files also captured atypical power cable disconnect alarms on the white power cable on 16dec2020 at 14:34:44 and on 21dec2020 at 18:39:39 due to the voltage being out of range; the power source that the white power cable was connected to during these alarms could not be conclusively determined through this analysis due to the atypical voltages observed. A no external power alarm was also active on 16dec2020 at 14:34:44 due to the black power cable being disconnected during the atypical power cable disconnect on the white power cable. The log files also captured intermittent power cable disconnect alarms that did not appear to be associated with true power cable disconnections on 07dec2020 from 11:08:34 to 11:09:45 and on 22dec2020 from 9:35:34 to 9:35:59 due to the rsoc voltage on the black power cable dropping to approximately 0v while connected to a 14v battery. The alarms resolved each time as the voltage returned to its expected value the driveline was disconnected on 22dec2020 at 12:54:15 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log files while the driveline was connected. The system controller backup battery supplied power to the system without issue during the losses of external power. The returned controller was connected to a test power module/system monitor and a mock circulatory loop and a no external power alarm activated, reproducing the reported event. A yellow wrench and yellow ¿power on¿ indicator on the power module also activated, indicating a loss of ac power from the power module. The system controller backup battery supplied power to the system and the controller operated the pump at the set speed during the loss of external power. Further evaluation revealed that the atypical alarms only occurred when the white power cable was connected; no issues were observed when only the black power cable was connected. Visual inspection of the system controller revealed a tear in the outer jacket of the white power cable approximately 8¿ from the controller housing. The outer jacket was removed from the white power cable, revealing that the insulation on the green wire (redundant power line) and the protective layer between the wire and the shielding were both torn beneath the observed tear in the outer jacket, allowing the underlying conductor in the green wire to contact the cable shielding; this would result in atypical ¿connect power¿ alarms while the white power cable was connected to the power module or mobile power unit (mpu), however, this would not cause any alarms while connected to 14v batteries as the 14v batteries are not connected to ground. No other electrical shorts or damage was observed. The system controller power cables were replaced with test power cables, and the issue resolved. The controller then successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller functioned as intended with the test power cables installed. The reported ¿connect power¿ power alarms while connected to the power module and mpu were determined to be caused by damage to the white power cable, resulting in one of the power lines shorting to the cable shielding. The root cause of the damage to the power cable could not be conclusively determined through this analysis. The root cause of the ¿connect power¿ alarms while connected to 14v batteries could not be conclusively determined through this analysis. No further information was provided. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 21jun2019. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient visited the clinic and stated that there were mpu (mobile power unit) alarms going off randomly but there were not any alarm lights. On the battery there were two brackets and yellow diamond alarm that lasted for 3-4 seconds. The patient was connected to the power module and the black cable alarmed on the power module for a "power cable disconnected" alarm despite being connected to the power module. The patient was given a loaner mpu. The log file displayed multiple low voltage alarms and a transient low voltage hazard alarm, and the controller momentarily operated on ebb/power save mode. The low voltage alarms appeared to be due to fatigued power cable leads on the controller. Found "connect to power" alarms on patient's controller while tethered on power module/mpu. Replaced controller with a new one and no issues found with patient's equipment after replacing controller. Suspect damage to controller power leads and controller was to be returned for analysis. The patient was issued new batteries, new battery clips, and new mpu. Damage to power leads was suspected due patient/customer abuse. Observed patient is rough while connecting controller power leads to battery clips. Advised patient to be more careful connecting controller power leads to mpu and battery clips. Found patient's driveline had two small cosmetic tears in the outer silicone jacket wrapped with rescue/fusion tape. Rewrapped the small tears with new fusion tape. No further information was provided.